Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information have been made with no response to date. If further details are received at a later date a supplemental medwatch will be sent. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Were any patch or sensitivity tests performed? What is the physicians opinion of the contributing factors to the reaction? Patient demographics: initials/ID; age or date of birth; bmi; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). For female patients ask: was the patient exposed to similar products, such as artificial nails? Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the most current patient status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a single stage breast reconstruction on (B)(6) 2019 and topical skin adhesive was used. Two days post op, patient complained of feeling irritability and 3 days post op an "angry" red rash appeared under the adhesive on the wound. Surgeon removed using petroleum based product as concerned about reaction and infection given implantable device with breast implant. Surgeon has used some steroids on the area. Patient currently being monitored as outpatient - rash has settled but still active.